Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent a surgery at t5-pelvis, in which the rods were implanted. On an unknown date, post-op, the rod broke. Allegedly, the patient also suffered with back pain and non-fusion due to breakage of rod. Hence, on (B)(6) 2019, the patient underwent a revision surgery, wherein the broken rod was explanted.